Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2021, (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had been mowing a steep ditch using a riding lawn mower. The lawn mower started to tip so the patient had jumped off to avoid having the mower roll onto them, which resulted in the patient falling hard. Later, the patient had noticed their stimulation had changed. Fluoroscopy was performed to examine the leads, which indicated one lead had migrated down about 4 contacts and the other lead was still where it had been implanted. The rep performed reprogramming to accommodate the lead migration. After the reprogramming, the patient had reported they were feeling their normal stimulation, and did not have any other issues or concerns; issue resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. It was reported that the patient jumped off the mower and fell hard in early (B)(4) 2018 and the patient noticed that the stimulation had changed about a day or two after the incident. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is needing MRI. Caller states pt does not have programmer with and has not charged ins in over 1 year. Caller noted pt did have an MRI 1.5 years ago at his facility and at that time the scs was working and MRI mode was activated. Technical services (tss) recommended pt recharge scs and ensure MRI mode is activated prior to scanning.